Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 ipg, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had experienced fluctuating thresholds. During testing of the lead through the analyzer, sudden loss of capture was noted. Various threshold measurements were subsequently tested, ranging from 1.5 volts at .50 ms to 5.0 volts at .50 ms. Asystole was also noted. The lead was manipulated but loss of capture was not reproduced during testing, only when the lead was left alone. It was determined that the lead was not reliable, and given the patient's pacemaker dependency, the lead was capped and replaced.